Event description:
It was reported to vyaire medical that the map (mean airway pressure) will not go lower than 20 cmh2o on the 3100a ventilator. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and found that the source gas low led light was constantly on. The blender was bypassed and low source gas led light disappeared. Pr7 was calibrated and circuit calibration was done.bias flow was set to 20 and map was too high. Pr3 was adjusted circuit calibration was within specification.airway pressure monitor,ddi and pneumatics were calibrated. Fv1 was low and corrected to fall within specification. The unit was tested and was able to run under a map of 5. Performance check was done and the unit passed all tests and runs according to OEM (original equipment manufacturer) specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.